Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing were performed and passed. Audio\vibration test with dexcom global receiver communication tool was performed and passed. "Try-it" audio\vibration test to test alert\alarms was performed and passed. Speaker audio and vibrator intermittent tests were performed performed and passed. Measure the speaker and vibrator resistance performed performed and passed. Open receiver case for internal visual inspection was performed and passed. Receiver functional testing was performed and passed all relevant tests. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Product has been received but is pending evaluation. A follow up report will be submitted once the evaluation is complete. No injury or medical intervention was reported.